Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2023 and barbed suture was used. The needle popped off the suture and stuck in the peritoneal space in which they had to use a c-arm to locate for removal. The pa doesn¿t feel like the needle is as secure to the suture at the stage compared to a CT-1 needle on our traditional suture. There were no adverse patient consequences. No further information was provided.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.. The following information was requested, but unavailable: please provide the lot number: to date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.